Event description:
The pt was reportedly diagnosed with pelvic pain, cystocele, and stress urinary incontinence on or about (B)(6) 2006. The pt underwent surgery and was implanted with an unspecified surgisis es pelvic floor graft and a boston scientific corporation obtryx. On or about (B)(6) 2011, the pt had revision surgery reportedly due to mesh complications. The pt and her attorney have alleged that even after the 2006 and 2011 surgeries, the pt experienced debilitating abdominal and pelvic pain, a recurrence of urinary incontinence, bleeding, and vaginal infections as a result of the products implanted in the pt.

Manufacturer narrative:
Only generalized product name of surgisis es pelvic floor graft provided by complainant. Product expire date unk as lot number not provided by the complainant. Product manufacture date unk as lot number not provided by the complainant. Ec conclusions: likely caused by another device not manufactured at cook biotech incorporated. Investigation into this claim included a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified surgisis es pelvic floor graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusions to this complaint, a f/u MDR will be filed.